Manufacturer narrative:
Correction h6: health effect code.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Further review of the sequence of events, it was determined that the coronary injury was due to mechanical injury from the epicardial access device, which is a non-abbott product, the manufacturer of which is unknown. Therefore, the initially reported flexability ablation catheter is no longer associated with this event.

Event description:
Following ventricular tachycardia (vt) ablation, patient experienced a cardiac perforation which required a pericardiocentesis. On (B)(6), the patient presented in cardiogenic shock and had vt ablation performed. An effusion was noted on coronary angiogram and was treated with a pericardiocentesis; however, the cardiogenic shock persisted. The patient remained in ICU intubated and sedated and had runs of ventricular tachycardia throughout the hospitalization. On (B)(6), patient transitioned into comfort care measures and on (B)(6), the patient expired. The cause of death was listed as progressive heart failure secondary to ischemic cardiomyopathy, incessant slow ventricular tachycardia, and respiratory failure.